Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument snake wrist was dislodged. The middle wrist disc was dislodged from the proximal disc. The middle disc exhibited various scratch marks on the one side. The evidence was inconclusive, but damage was likely due to mishandling/misuse. Failure analysis also observed that a couple of the drive cables were broken and stuck out of the snake wrist. The motion would not be intuitive as a result of the cable breakage. Failure analysis also observed that the distal tip exhibited various gouge marks and what appeared to be teeth marks. The teeth marks may have been from some grasping tool that was used to aid in removal of instrument from cannula. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the surgical staff was unable to remove the suction/irrigator instrument from the cannula. Once the both of the items were removed, a broken cable was noted on the suction/irrigator instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.